Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemorrhoidectomy procedure, towards the end of the procedure, while suturing anal mucosa, the needle broke. A minuscule shard of needle fell in the mucosa, it is still lodged inside but with no issue to the patient. They tried to retrieve the fragment but were unsuccessful. Surgeon determined it was not a risk to the patient.